Event description:
The report received from the affiliate indicated that during an interventional procedure while deploying the cypher 3.0x 23mm stent, the physician felt that the inflation time took longer than usual and thus went up to 22atm. Also, the deflation of the stent delivery system (sds) balloon took longer than usual-around fifteen (15) seconds. The device did deflate fully and was removed from the patient without any problem. The target lesion for the procedure was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: moderately calcified, not tortuous, and a 90% stenosis. There was no reported patient injury. The physician's comment was that at the same time, a cypher 2.5x 18mm stent was used during the same procedure without any problem.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.